Manufacturer narrative:
The complaint device is not available for a physical evaluation and no further information is available to determine a root cause for this failure. A batch record review has been conducted and the results indicate that this batch of product was processed without any incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed one dissimilar complaint for this lot of devices that were released to distribution. At this point in time, no further action is warranted. However, should any new information be provided in future, this file will be re-opened and a thorough investigation will be performed. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Associated medwatch: 1221934-2016-10200. (B)(4).

Event description:
It was reported that during arthroscopic bankert repair both anchors came off after their insertion. By making other bone holes in different places and using backup devices, the surgery was completed successfully with a ten-minute delay. It was reported that there was no harm to the patient. The backup device was used to complete the case.